Event description:
The customer reported on (B)(6) 2014 his blood glucose, carbohydrate intake and insulin history is as follows. At 9:18 pm, the pod was deactivated and she stated the cannula may have a slight kink in it.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.